Event description:
The customer reported the vertical lift power supply needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the vertical lift power supply. No repair status available on this system. This MDR is related to ge healthcare complaint.